Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) that stopped working some time after implant. A replacement was performed and a new device was implanted. There were no patient complications.